Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Service history review: lot 6386743: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 21september2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the item was sticking and was difficult to unthread. The repair technician reported the inner shaft was broken. Damaged component is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. A manufacturing evaluation was completed: instrument functions as intended; however, there are two areas where material is missing near the tip of the driver shaft and handle assembly. Initially, the lot conformed to specifications as noted in the certificate of compliance and was inspected/conformed to the synthes incoming final inspection sheet. After evaluation, it was noted the instrument functioned as required and the complaint description is unconfirmed. Regarding an unrelated issue, due to an unknown cause, there are two areas where material is missing near the tip of the driver shaft and handle assembly. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the extraction screwdriver is sticking and it is difficult to unthread the inner cannula from the screw. There was no case/patient involved. When the product was evaluated by the manufacturer it was noted that there were two areas where material is missing near the tip of the driver shaft and handle assembly. This is report 1 of 1 for (B)(4).